Event description:
Source reports, "pt entrapment between mattress and siderail causing asphxiation, and ultimately death." Source states that there was nothing wrong with the bed or mattress. She believes that the death was related to incorrect insertion of side rails.